Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string was not visible during removal and had to manually remove the tampon. Consumer later found that the string was found on the other end of the tampon which made the tampon string inaccessible.